Event description:
Caller reported aviva system blood glucose results of between 75 mg/dl and 190 mg/dl within 10 minutes using 3 different aviva systems. No information was provided to indicate what results occurred with any of the 3 meters. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
Medwatch with (B)(6) is for aviva system 1, medwatch with (B)(6) is for aviva system 2, medwatch with (B)(6) is for aviva system 3.